Manufacturer narrative:
The device was received. Investigation is not complete. The device history was download at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more IV fluid than intended. The device was returned to the (B)(4) with a report that an unspecified channel of the device delivered more than intended. No specific pt info, device programming, or event details were provided. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.